Event description:
It was reported that a user of the ilet bionic pancreas experienced repeated dexcom g7 continuous glucose monitor signal loss with intermittent reconnection, during which glucose rose after a typical meal and subsequent automated corrections were followed by a low glucose event; lowest and highest reported glucose values were 55 mg/dl and 298 mg/dl, and ilet alerts were received. Symptoms included tingling, thirst, and headache. Outcomes included a treated hypoglycemia event with stabilization using oral glucose. Investigation included troubleshooting and education regarding cgm signal loss and system use. Investigation of this case revealed recurring cgm communication interruptions while the same sensor remained in use, with no responsible device definitively identified and no evidence of ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was cgm signal loss contributing to automated dosing decisions and subsequent hypoglycemia following correction, with user-managed recovery.